Event description:
The complaint was received through a direct call from the customer to the emergency support program called and stated there had been blood backed up in the transducer tubing when she received the patient from the operating room due to the tubing being pulled when the patient was moved to the bed. (B)(6) stated it had taken a while to flush all the blood out of the transducer tubing. Nurse stated the blood had slightly reappeared a second time prior to calling but she had flushed to resolve the blood. I verified the pressure bag had enough pressure and fluid. Fse explained to (B)(6), should the blood return, then she should change to new tubing for the transducer. Fsei did recommend a chest x-ray to confirm placement of the radiopaque marker between the 2nd and 3rd intercostal space. (B)(6) was appreciative of the support. I provided her my direct number if she had any other questions. A short time later, I received a text with a picture of the x-ray. It showed the radiopaque tip below the 3rd intercostal space. I explained to (B)(6) that she would need to notify the provider. She stated the providers ¿think it looks perfect¿. She stated the numbers on the pump were 80s/60s on 1:2 and the art line pressures on the monitor were 150s systolic. I called (B)(6) back. We discussed the differences in pump pressures vs bedside monitors. No harm.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID#: (B)(4).

Manufacturer narrative:
Updated fields: b4, d4 (lot and exp date), d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11 corrected fields: d4 (UDI), d10 and g2. No decon or visual inspection performed since product was not returned and could not be evaluated. Molly an ICU rn reported that blood had backed up into the transducer tubing upon receiving a patient from the or. She noted the backup occurred because the tubing was pulled while transferring the patient to the bed. It took time for her to flush the blood from the tubing though no blood was found in the helium line. The blood briefly reappeared once more but resolved with additional flushing. After confirming adequate pressure and fluid in the pressure bag she was advised to replace the transducer tubing if blood returned and to obtain a chest x ray to verify placement of the radiopaque marker. The x ray later showed the radiopaque tip positioned below the third intercostal space. Although molly stated the providers believed the placement was acceptable, she reported discrepancy between pump pressures in the eighties over sixties on one to two and the arterial line pressures in the one fifties systolic. A follow up call was made to discuss the pressure differences and appropriate next steps. Based on the description the probable root cause was mechanical displacement of the transducer tubing during patient transfer which likely introduced negative pressure or altered line integrity allowing blood to back up into the tubing. Contributing to the issue was suboptimal catheter positioning as shown on chest x ray which may have affected pressure readings and system stability. It is impossible to determine if the iab migration was caused due to the user or if it was due to device malfunction since the product was not returned for evaluation. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as nonconforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend over the past three months. Based on the rationale provided above no escalation to the CAPA process is required.

Event description:
N/a.